Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) a high out of range shock impedance was exhibited. Further testing found the impedance normal. It was thought the out of range impedance was due to noise in the implant room. The device remains implanted and there were no adverse patient effects reported.